Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was experiencing low impedance issues. Surgical intervention took place on (B)(6) 2023, where they unplugged the leads and sucked fluid out of the header. Nothing was explanted or replaced. Issue resolved.